Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) tested the laser, but was unable to duplicate the 'scanner defective message'. As a precaution, the tm replaced the scanner assembly and then verified the system was operating to specifications. No mfg investigation will be provided as the part was not found to be faulty. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (6)

Event description:
Adverse event: incomplete procedure, aborted after flap had been cut. Malfunction: scanner error message, procedure aborted. Secondary surgical procedure. A laser operator reported that the scanner message appeared just before initiating laser treatment after the flap was lifted. The flap was put down and they did not continue with the procedure. The pt was sent to another facility where the procedure was completed. Additional info was received on 5/21/2009 from the rptr who stated the doctor does not think that the pt involved has suffered any harm or injury from the reported event.